Event description:
It was reported that during the patient¿s trial phase of testing ((B)(6) 2015) the lead component of the external neurostimulator (ens) system migrated. The patient stated that they had two good days then things ¿went south¿. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the health care provider (hcp) reported that there was a 50 percent or greater symptom reduction. The cause of the event was that the lead moved. No troubleshooting, interventions, or other actions had been taken to resolve the event as it was during the peripheral nerve evaluation (pne) phase. The patient was implanted and was doing well on (B)(6) 2015. No malfunctions were seen and the cause of the issue was not determined. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
See manufacturer's report # 3004209178-2015-09698 for patient&#38112;subsequent retention issue.